Event description:
It was reported that this pacemaker exhibited high lead impedance. It is unknown what lead channel exhibited the high impedance. Additionally, the patient with this device presented to the emergency room (ER) for syncopal episodes. The boston scientific representative wanted to know why the consult transmission was not reviewed. Technical services (ts) stated that the health care professional (hcp) would need to call ts for a review of reports. The boston scientific representative declined to have the reports reviewed by ts. The device was explanted and replaced by an upgraded therapy device. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this pacemaker exhibited high lead impedance. It is unknown what lead channel exhibited the high impedance. Additionally, the patient with this device presented to the emergency room (ER) for syncopal episodes. The boston scientific representative wanted to know why the consult transmission was not reviewed. Technical services (ts) stated that the health care professional (hcp) would need to call ts for a review of reports. The boston scientific representative declined to have the reports reviewed by ts. The device was explanted and replaced by an upgraded therapy device. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.